Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Recurrent instability, thr second dislocation not reducible under anesthesia. As originally reported in "adverse consequence details": patient had revision hip surgery, due to capsular interposition necessitating open reduction. Surgeon decided to increase flexion of acetabular cup and change to mdm.